Event description:
It was reported there was a por condition. It was reported the patient was not feeling stimulation. The manufacturer representative interrogated the implantable neurostimulator (ins) and got a message of invalid serial number. The por was successfully cleared. It was noted the patient did not know when the last time they felt stimulation was. It was noted the patient had not had any medical procedures lately. It was reported that it was unknown if ins was near eol. The clinician programmer showed the status was ok but it was unknown how long the battery had been off. It was reported the rep was going to work with patient. It was stated the impedances looked good. Additional information received reported all previous programs were still intact. It was reported the patient had no reported symptoms, just wanted adjustments to try and get more stimulation in low back. It was reported no interventions were planned or taken. It was reported the patient was receiving effecting stimulation and reprogramming was successful at covering patient pain areas.

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), product type: programmer. Patient product ID: 3487a-33, lot# v006520, implanted: (B)(6) 2008, product type: lead, product ID: 748925, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).